Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which is not the original package. Sample was submitted to visual inspection and leak test inspection base on av-0525 rev. 107 - visual aid to leak test: sample returned present a damage hole in the breathing circuit. Leak test inspection: leak test inspection was performed in the piece returned through the equipment manometer ID# 8.0324 (due date calibration 07/2022), specification qp 2025 rev.104. Results: piece returned was detectable as rejectable. Conclusions: according to the inspection, the problem is confirmed because the circuit is damage (hole). Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding and assembly process. Therefor the damage (hole) was after the product left shm facilities. The cause of the reported problem could not be determined. There is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated